Manufacturer narrative:
The insulin pump was received with a blank flashing white lcd with audio beeps due to cracked lcd controller. The insulin pump had a minor scratched display window, scratched case and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer bumped the insulin pump against the wall. The screen was white and flashing. During the self-test, they saw missing segments. Troubleshooting was not performed because they could not obtain information from the display. Customer's blood glucose level was 6.9 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.